Event description:
A malfunction was reported on the pump by the customer, displaying malfunction code 9. The issue caused the customer's blood glucose level to reach 481 mg/dl. After noticing the error, the customer contacted support and did not require third-party assistance. Customer support provided guidance on resetting the pump, which resolved the issue. The pump did not display the malfunction code again after the reset, and the customer was instructed to call back if any issue recurs.